Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por) during an initial interrogation before reprogramming was done for a magnetic resonance imaging (MRI). The crt-d was re-interrogated after the MRI and the reset was cleared. The crt-d remains in use. No patient complications have been reported as a result of this event.